Event description:
During pta treatment procedure to dilate a lesion in the left superficial femoral artery, the balloon catheter separated. The procedure was successfully completed and the physician was withdrawing the catheter through the 6 fr arrow sheath. The catheter became stuck in the sheath. The physician continued to pull on it attempting to remove it and it was then that the catheter separated. The sheath was removed with the balloon catheter inside. The patient was reported as "fine" following the procedure; no injury or complications were reported.